Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18593; related manufacturer reference number: 2017865-2019-18594. It was reported that the patient presented in clinic. Review of the pocket revealed that the pacemaker was coming out of the skin and visible to the naked eye. Device and leads were removed because of infection. Patient was stable post procedure.